Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The patient reportedly was not able to get a result on the meter. The meter's display was allegedly damaged, and the meter prompts "clean test area". The last result from the patient's meter was "160 something" (units not specified). There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.